Event description:
The pt reports that he was in the physician's office and the physician stated the ipg was bulging outward. The pt denies any falls. The ipg is now flipped and is tilted outward. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.